Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent urethral stricture balloon dilatation on (B)(6) 2022. During the operation, a balloon was inserted, and the balloon was dilated after filling with water. After drawing the water out, the ureteroscopic balloon dilation catheter could not be pulled out from the urethra. After the balloon was finally pulled out, a break was found in the balloon. Urethroscopy was performed immediately and it was found that the patient¿s urethra was not dilated and there was still scar stenosis. Then, urethral stricture scar resection was performed.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be, "poor balloon design". The device was used for treatment purposes. It is unknown if the device had met relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "only a physician who has an understanding of the clinical applications, technical principles and associated risks of balloon dilation within the urinary tract should use this device." "Warning: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi." "Caution: if resistance is felt when removing either the catheter or the guidewire from the introducer sheath, stop and consider removing them as a single unit to prevent damage to the product. Applying excessive force to the catheter can result in tip breakage or balloon separation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient underwent urethral stricture balloon dilatation on (B)(6) 2022. During the operation, a balloon was inserted, and the balloon was dilated after filling with water. After drawing the water out, the ureteroscopic balloon dilation catheter could not be pulled out from the urethra. After the balloon was finally pulled out, a break was found in the balloon. Urethroscopy was performed immediately and it was found that the patient¿s urethra was not dilated and there was still scar stenosis. Then, urethral stricture scar resection was performed.